Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the onset of event, the patient was hospitalized and was treated with vancomycin injection (2gm once a day, ongoing) and gentamycin injection (20mg once a day, ongoing) for this event. At the time of this report, the patient was recovering and still hospitalized. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported ton an unknown date, the patient was discharged from the hospital, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.